Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual analysis revealed a pinhole leak was identified in the balloon material. The leak was located approximately 5mm distal to the distal edge of the proximal markerband. A detailed microscopic examination of the markerband and balloon material could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the moderately tortuous and calcified left circumflex artery (lcx). A 15mm x 2.0mm maverick2 balloon catheter was advanced to the target lesion for pre dilation. On the first inflation the balloon was inflated to 6atms for five seconds, and a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the moderately tortuous and calcified left circumflex artery (lcx). A 15mm x 2.0mm maverick2 balloon catheter was advanced to the target lesion for pre dilation. On the first inflation the balloon was inflated to 6atms for five seconds, and a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and patient's status is fine.